Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure the acoustic mount rotates and it¿s not possible to tighten the instrument using the torque wrench. A crack is visible. There were no adverse consequences for the patient.